Manufacturer narrative:
Reported event of guide catheter broke. A visual evaluation of the returned device found that the guide catheter was broken. The detached guide catheter was kinked/bent and stretched in several locations. The proximal section of the detached guide catheter, including the pulling cap, was missing. The push catheter was bent, and the suture hole in the push catheter was partially torn. The suture was detached and missing. A functional evaluation for stent deployment was not performed due to the returned condition of the device. Based on the product analysis, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. With the catheters bound by kinks and bends, the device would become difficult to deploy the stent. Efforts to deploy the stent could stretch the guide catheter, ultimately breaking it. Therefore, 'operational context' is selected as the most probable root cause for the complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a bile duct drainage procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the device became stuck. The guide catheter stretched and detached inside of the patient. The broken guide catheter was removed from the patient using a retrieval device such as forceps, but the exact device is unknown. The stent was able to be deployed and implanted, and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."